Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect anti-hcv results of (B)(6) were generated for a patient sample (ID (B)(6)) that tested (B)(6) using the roche anti-hcv method. A new sample was drawn from the same patient and the architect anti-hcv result was (B)(6). Previous results for this patient ((B)(6) 2017 through (B)(6) 2018) showed the same scenario (architect anti-hcv (B)(6) or borderline (B)(6) and roche highly (B)(6)). It is unknown which result is correct for this patient. No adverse impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal activity for the architect anti-hcv reagent, lot 96152li00. A review of tracking and trending identified no trends associated with the complaint issue. Retained file reagent of lot 96152li00 was tested in a sensitivity setup. The results of this setup did not implicate that the performance of the lot is negatively impacted. Two sensitivity panels and the positive control were tested. The sensitivity panel and positive control values met specifications and the results were in the typical range; no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested to evaluate the clinical sensitivity, and the results were compared to architect anti-hcv results provided by the panel manufacturer. Lot 96152li00 detected the same bleeds as reactive. Based on this data, it was shown that the sensitivity performance is not adversely affected. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent was identified.